Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with her sensors. Customer's blood glucose level was around 500 mg/dl. The customer was vomiting and not thinking clearly. The customer treated her blood glucose level with shots. The device was not returned.